Event description:
The customer reported that the system experienced multiple ma and kv errors as well as an 'ma sensor failure error'. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system was evaluated. An ma null calibration and filament calibration were performed. The system was tested and found to be working as intended and returned to service. This malfunction may have resulted in a possible accidental radiation occurrence.